Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported shaft separation was able to be confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. The reported inflation issue was unable to be replicated due to the separation. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on a visual, dimensional, and functional inspection of the returned device and the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 2.25x23 xience xpedition stent delivery system (sds) met resistance with the heavily calcified, non-tortuous anatomy, but was able to cross the lesion in the distal left anterior descending coronary artery via the right groin access. The sds was ready for deployment but it would not inflate. Blood was noted in the inflation device and the shaft of the sds was noted to be separated in two pieces. The distal segment of the sds was removed with the guide catheter. Another xience xpedition was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.